Event description:
On (B)(6) 2025, at 0007. (B)(6) reviewed and accepted a deceased donor kidney offer, and the candidate was called in and cleared to proceed to the operating room. At approximately 0914 a.m., (B)(4) from paragonix contacted us to provide support with the kidney transport. During this conversation, (B)(4) expressed concern regarding the pump numbers associated with the kidney, indicating she did not believe the values were reliable. When staff inquired further, she explained that paragonix had attempted to work with the opo the previous night to troubleshoot the pump, but the opo declined to participate. Ms. (B)(4) then brought (B)(4) (the individual involved in the troubleshooting attempts) into the discussion. (B)(4) confirmed she had offered to assist (B)(6) from the (B)(6), including providing step-by-step guidance via video call, but he refused, stating there was soft plaque and he did not want to "mess with it." Based on this information, both (B)(4) concluded that the pump readings were unreliable and that the kidney likely had not been properly pumped overnight. At no time did (B)(6) notify (B)(6) of any potential issues with the kidney or its perfusion status. This lack of communication directly impacted our decision-making process and ultimately led (B)(6) to decline the kidney. Values unreliable.